Event description:
Six total pt cartridges of biosite triage cardiac panel tested 0.0 for myoglobin. These came from the same box. Nine other boxes of the same lot number received on the same shipment had been tested. Of the 325 tests no other false zeros were obtained.